Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the blood port stayed depressed, disconnecting the antibiotics. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the port stayed depressed, disconnecting the antibiotics, was not confirmed. A lab syringe was connected and disconnected multiple times at each smartsite port on the set. Each smartsite piston fully closed after disconnecting the lab syringe from the port. No instances of the ports staying depressed were replicated. Functional gravity, infusion and priming testing did not replicate any disconnections throughout the set. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported the blood port stayed depressed, disconnecting the antibiotics. There is no report of patient harm.